Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, a search for similar complaints, complaint trending report review, testing of retained kit of lot 91396fn00, and a review of product labeling. Ticket searches determined normal complaint activity for all three lots with this being the only complaint received to date for lots 92145fn00 and 94039fn00. Trending report review determined there are no non-statistical or adverse trends. Lot 91396fn00 was tested using a retained kit and all specifications were met, indicating the lot is preforming acceptably. Data was reviewed for lots 92145fn00 and 94039fn00, and no systemic issue was identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a (B)(6) qualitative results when processing on the architect i2000sr. Additional rna/dna testing was (B)(6). The initial result was (B)(6) and retest results were (B)(6). A new sample was drawn and yielded results of (B)(6). Another retest of the original sample generated results of (B)(6). Confirmatory and neutralization testing yielded results of (B)(6), respectively. No impact to patient management was reported.